Event description:
Complainant alleged that while attempting to treat a pt the device displayed "system fault 36," "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant alleged that during subsequent testing, the device inappropriately reboot by itself.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.